Event description:
A healthcare facility reported that the ac power out alarm of a cosycot infant warmer was not working. No patient consequence was reported.

Manufacturer narrative:
Visual inspection and testing of the complaint control pcb were performed. Results: based on the report provided by the biomed of the hospital, the ac power alarm of the infant warmer was not working. The red indicator light of the "power fail" alarm, on the front control panel, usually flashes and, at the same time, gives audible alarm sounds when there is a problem with the power supply of the infant warmer. Upon inspection and testing, a dry solder joint of the control pcb was found to be causing the problem. Conclusion: failure on the control pcb was confirmed and the production line has been informed about the issue.